Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The stimulation just wasn¿t working as well. It was set as high as it would go and he had played with the different programs. The patient stated it occurred suddenly after an unrelated hernia surgery in (B)(6) 2014. The patient was attempting to locate a new physician. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received regarding their previous call. They stated that while they were traveling they left their programmer at home and they needed to turn their device off. It was reported that the patient was looking for a provider and they got a call six weeks later. The patient stated that the device was ¿shocking the hell out of them with certain movements¿. It was reported that this went on for three days and then it stopped. It was reported that the event occurred in 2013 or 2014. No further complications were reported/anticipated.